Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for right ventricular (rv) lead high out of range shock impedances. The shock lead impedances were reviewed and found to be normal. Technical services (ts) recommended in office isometrics and pocket manipulation while testing all vectors of the shock impedances. This crt-d and rv lead remain in service. No adverse patient effects were reported.